Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument files. The quality controls (qcs) recovered within acceptable ranges for the affected assays. A siemens headquarters support center specialist reviewed the instrument files and determined that there was a process error related to a sample quality issue before the sample was initially processed. The cause of the discordant, falsely low results for multiple methods was potentially due to a sample specific issue related to sample handling. The customer continued to run samples on the instrument and there were no further reports of discordant results. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu), carbon dioxide (co2) and creatinine (cre2) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s) and the patient was sent to the emergency room. The sample was repeated on an alternate dimension vista instrument, resulting higher for all three assays. The repeat results from the alternate instrument were reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu, co2 and cre2 results.